Event description:
Customer reported receiving readings in the 138-142 mg/dl range with their freestyle meter. Customer then passed out with no warning and was reported to be in diabetic shock. Paramedics were called, and were reported to have "revived" pt. Then, later that evening, the customer passed out again and was taken to the hospital where customer stayed for 24 hours. The customer was treated with an IV.